Event description:
It was reported that this left ventricular (lv) lead exhibited intermittent loss of capture (loc). Technical services (ts) reviewed the device data and confirmed that the presenting electrogram (egm) was consistent with intermittent loc in the lv channel. Ts recommended further in-clinic evaluation. No adverse patient effects were reported. This lv lead remains in service.